Manufacturer narrative:
The lead was reportedly retained by the explanting hospital and has not been returned for analysis at this time. This record will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the patient's heart wall. The lead was surgically abandoned during a procedure to implant a new rv lead. Later, the physician elected to explant this rv lead. No additional adverse patient effects were reported.